Manufacturer narrative:
As of 04/03/2020 aso evaluated unused retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 03/05/2020 consumer states that the product caused skin irritation and scarring on upper arm. Medical attention was sought.